Event description:
Reporter alleged that the compact blood glucose test strip vial was missing the expiration date. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.